Event description:
A customer reported a complaint of imprecise sequential readings on their precision xtra meter. The customer obtained readings of 19mg/dl and 162mg/dl within a ten minute timeframe. All readings were taken from the finger. The customer does report excessive squeezing to obtain a sample. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.